Event description:
Injection ports pushing in. Acct states they have had at least 3-4 incidents. States they were using the "bd" twin paks and even when they use the plastic tip they have had inversions of the septums. As a result acct states they have gone back to using needles on their syringes. No pt injury resulted but the incidents create a "mess" and they have to change the sets.